Event description:
A 4.0 mm diameter x 18 mm length driver mx2 coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. The vessel morphology was reported to be calcified. It is unknown if the lesion was pre-dilated. It was reported that the physician was attempting to advance to the lesion site when the guide catheter popped out resulting in stent dislodgement. Attempts to retrieve the stent was unsuccessful. It was reported that the stent traveled to the leg vasculature where it remains. The lesion was treated with an unknown stent successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: guide catheter; embolism-device. Conclusions: delivery system; guide catheter. Secondary intervention.